Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "grasper broken in half." The instrument was found to have a broken grip at the grip base. A piece approximately .212" x .668" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the cadiere forceps instrument (470049-07/n11200427) associated with this event has been performed. Per the logs, the instrument was last used on 10/12/2020.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, cadiere forceps instrument was grasping on to tissue and when released the grasper broken in half. The piece fell onto tissue. It was noticed immediately and piece was successfully retrieved. Case was completed as planned. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.